Event description:
The complaint has reported that a patient underwent a therapeutic ercp for stent placement on jul 25, 2006. During the procedure, the "hydrophilic black tip (5cm long) off." Additional information received aug 01, 2006 indicates there appeared " to be a break to the core wire." The "lead edge catheter was not able to be retracted to deploy the stent" in the common bile duct. Upon removal of the delivery system, the wire tip was noticed to be missing. There was no reported ill effect or complication sustained by the patient. Fluroscopic examination of the patient was negative - "it (the 5cm tip) was not located within the patient". The procedure was successfully completed with another device.

Manufacturer narrative:
This device has not been received by this manufacturer. An evaluation has not yet been perfromed. Therefore, a failure analysis is not yet available and we are unable to determine if the device met its specifications. Should further relevant details become available; a supplemental medwatch report will be filed under the appropriate sequence number. We are unable to determine the relationship between this device and the cause for this event at this time.